Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that 911 was called and the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 389mg/dl. It was also mentioned that the customer had blood glucose levels over 600mg/dl prior to the hospitalization. The customer was treated with manual injections. The customer was not wearing the insulin pump at the time of hospitalization. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.